Event description:
It was reported that the pt was admitted in 1/1997 after an acute myocardial infarction. Pt underwent emergency left heart catheterization, intra-aortic balloon pump insertion and coronary artery bypass surgery times four the next day. Existing severe pericarditis with cloudy, purulent turbid fluid was discovered during this initial surgery, however the fluid was cultured and reported no bacteria. Due to elevated temperature and white count, the pt was taken to the o.r in 1997 for sternal exploration and debridement. Purulent pus was discharged from the lower third of the sternum including the upper abdominal fascial wound. "Most of the pus collection was around the midline abdominal fascia, anterior to the lower third of sternum". The sternum was left open and the skin was closed. A week later the pt underwent debridement and bilateral pectoralis major muscle flap repair. Post-operatively the pt developed a right lung pneumothorax and plural effusion. Chest tube was inserted the following day and 800cc of clear yellow fluid was initially drained with good results. Pt was discharged home in 3/1997 for continued home health care IV antibiotic therapy.